Manufacturer narrative:
The customer's device was eventually returned to physio-control. During the evaluation, physio-control was unable to verify the reported issue. The device was returned to the customer's without repair, at their request. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on. Physio had previously performed a technical service update on their device in november of 2017 there was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on. Physio had previously performed a technical service update on their device in (B)(6) of 2017. There was no patient use associated with this event.

Manufacturer narrative:
Physio has made multiple attempts to contact the customer including written correspondence, regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would no longer power on. Physio had previously performed a technical service update on their device in (B)(6) of 2017 there was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device would no longer power on. Physio had previously performed a technical service update on their device in november of 2017 there was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).